Event description:
It was reported that the univise isp device failed to tighten and upon reinsertion fell apart in the surgeon¿s hand. Another univise isp device was used to complete the surgery and there was no report of adverse consequences in this event.